Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while supporting the patient, a fiber optic sensor failure alarm occurred. The device was unplugged and catheter reinserted with no change. A radial line needed to be put in as the central lumen was capped off. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. It was noticed that a 7.5fr sheath was returned over the 8fr catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken at this location. In addition the inner lumen within the membrane was found to be completely separated within a kink approximately 26.7cm from iab tip. The optical fiber was also found to be broken at this location. This may have occurred during iab removal from the patient.. This may have occurred during iab removal from the patient. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported alarm. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while supporting the patient, a fiber optic sensor failure alarm occurred. The device was unplugged and catheter reinserted with no change. A radial line needed to be put in as the central lumen was capped off. There was no reported injury to the patient.